Manufacturer narrative:
The t:slim g4 user guide states: "make sure to not move further than the length of the usb cable when you are connected to the pump and to a charging source." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer walked away from the charger while the pump was still plugged in to a power source. As a result, the usb cable got ripped out of the usb port. The customer stated the usb port was damaged and the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 94 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.